Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history records (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the jagwire frayed and became caught on the stent. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.